Event description:
Complaint alleged that the head hi-low slowly drifted down.

Manufacturer narrative:
Tech found the head hi-low slowly drifted down. Replaced the head hi-low down valve to resolve this issue. Bed located on 4th floor.